Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient started over with the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies and was in fill five of five of peritoneal dialysis therapy. The patient explained that they had a power outage and the device came back at beginning of therapy. The patient disconnected aseptically and then when they came back, they went through the setup with the same supplies. The patient had connected for therapy from the beginning. The technical service representative instructed the patient to end the therapy and went through proper procedure with the patient. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.